Event description:
The pt was using an i.v. Flow regulator with 20-drop/ml adult set (dosi-flow 30 distributed by victus inc) to infuse antibiotics in the home for treatment of osteomyelitis. Several products were observed to be defective since the flow was much slower than the rate set on dial (or even no flow existed), to the extent that the pt had to increase the rate on dial up to "open" position to get it to flow. The pt was advised not to use other products with longer tubing, as flow rate could not be adequately controlled by dial and therefore, it would not be safe.

Manufacturer narrative:
This event has been treated in (B)(6). As an incidence (B)(4), by assessing the samples corresponding to the involved batch number. The maude event report number is (B)(6).